Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and the bubbles were occurred in the reservoir. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer's current blood glucose level was 308 mg/dl. The customer was treated with manual injections. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis